Event description:
Per the report received from germany related to a pascal precision ace procedure in mitral position, the customer reported seeing a particulate at the end of the implant during the de-airing process of device preparation. During the de-airing of the catheter and the implant (implant was inside the loader and submerged), the doctor described seeing a metal particle at the end of the implant. The particulate was noted while performing pulsatile flushing of the device during prep. Therefore, the loader was removed again to check the device. No abnormalities were found during the visual inspection and the particulate could not be located thereafter. The device did not pass the device the preparation checks and was therefore not used for safety reasons. A new implant was prepared, and the procedure was successfully completed without further problems.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). Other serious - the device was not used; however, particulate was alleged to be present on a patient contacting surface of the device which enters the vasculature. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 impact code: problem identified before clinical use/exposure. B2 was inadvertently selected on the initial MDR. It was meant to be left blank. The complaint for particulate on device on patient contacting surfaces was unable to be confirmed. The device was inspected for particulate during the evaluation. There were no particulates found on the implant or system as received into the decontamination laboratory. The system was flushed, and no particulate was seen exiting the system. Additionally, all small metal components were found to be intact and in good condition indicating the item seen by the physician was not a dislodged system component. Some implant metal components such as the retention elements and distal nut can be seen through the implant cloth. There is potential that one of those items caused the appearance of particulate on the implant during loader flushing. As the particulate was not identified at the site as it was not seen by the edwards clinical specialist and it was not seen during the device evaluation, the root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.